Manufacturer narrative:
Although requested, the electronic data from the device has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer call to say that their AED is reporting a "replace battery pack now" warning. This did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack, without the battery pack being returned the root cause could not be determined. The review identified that the AED is functioning as designed and can stay in service. Once the customer installled a new battery ((B)(6)), they recieved a service code, customer service was able to walk the customer through a manual self test to clear the service code. Should additional information become available, a follow-up MDR shall be submitted.